Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an episode of ventricular tachycardia (vt) the patient coded, required resuscitation and was in an acidotic state. The right ventricular (rv) lead was noted to be undersensing during vt episodes and not capturing appropriately. After treatment for vt and the acidosis was reversed, normal lead function was noted. The lead remains in use. No further patient complications have been reported as a result of this event.